Event description:
It was reported clt called writer stating she had leaking and painful subcutaneous site. Upon removal of cleo from rt leg, writer noticed that the plastic catheter was missing, approx 1 cm in length. Some redness end edema noted at site. No patient injury reported.

Manufacturer narrative:
Sample received by shm: the samples consist of one product from cleo. One (1) sample was received in used condition without its original package. Visual inspection: the sample was visually inspected, at a distance of 12? To 24? And normal conditions of illumination. Result: cannula broke was detected in the unit returned. Other analysis: a review of the production run of cleo was performed by the quality engineer on (B)(6) 2019, in order to verify that there are no situations or practices that could create the event as described in ? Description of non-conformance? During the verification the following operations were reviewed: line clearance record was reviewed; no discrepancies were observed. ?inserter assembly operation was audited by the quality engineer and it was performed by the production personnel according to the manufacturing procedures. Training records were reviewed, operators are trained on operation been performed. Maintenance records form? Site threader? Machine used for the operation were reviewed; no anomalies were detected. Functional test was performed as follows: three (3) samples were taken from cleo production line and tested; after removing the white cap the site was inserted into the insertion pad. The inserted cannula was twisted around and pulled from the insertion pad, in neither of the worse test cases produced can cause the cannula to brake or detach results: no detachment was detected in any of the tested samples and the cannula was not remove from the site. Mitigation: the retractor assemblies are 100% visually inspected by the production personnel to assure that the needle is properly threaded. Qc performs an in process audit at 1 hour intervals to verify that needle is properly threaded on the retractor assemblies. Root cause: the customer reported: ?upon removal of cleo from rt leg, writer noticed that the plastic catheter was missing, approx. 1 cm in length.? In order to perform a complete root cause analysis of this failure mode, corrective and preventative action was open on (B)(6) 2017. Action taken: corrective and preventative action was open on (B)(6) 2017 in order to implement corrective actions for this failure mode. A notification of this complaint to the production personnel was conducted by the quality engineer on (B)(6) 2019. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).